Event description:
The customer called to report that she experienced a low blood glucose reading of 37 mg/dl this morning. Reviewed the bolus history, and found that two boluses of 15 units were delivered. The customer stated that she was asleep during the time that the boluses were delivered. The customer stated that she did not program these boluses. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.